Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during non device related surgery, they noticed the implantable cardioverter defibrillator (ICD) was pacing at a rate of 60 beats per minute and there were pauses when electrocautery was used. Boston scientific technical services (ts) was consulted and it was noted the patient had relayed to the hospital that they only had a pacemaker, thus the surgeon was using a magnet believing that it was supposed to turn off pacing therapy. Ts discussed that the patient had an ICD and magnet application only turned off tachycardia therapy and not pacing therapy for these devices. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and returned for analysis. This report is being filed to submit the analysis results.